Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted via a secure sense alert that the implantable cardioverter defibrillator (ICD) was post sensed t-wave over-sensing (pstwos). The patient was asymptomatic. No changes were made and there were no consequences to the patient.